Event description:
"It was reported that there was an over infusion of cetuximab. Nursing reports that the bag ran dry almost exactly 100ml early and stated that the pump was programmed correctly. They were unsure where the error occurred, whether it be 100ml that was accidentally used in another bag by mistake or if it was a pump error. This was reported to bd representatives during their site visit. There was patient involvement but no harm. The following information was also provided: the infusion rate at 1422 was 205ml/hr but ran out at 1545 (it was 83 minutes but should have been 120 minutes). 70% of the anticipated dose was administered event occurred on 17jun2025 at 16:30. The infusion was administered on a bd secondary IV set attached to the primary flush bag that was a 250ml bag of normal saline with a bd IV set with an inline 0.2-micron filter. Rn stated that the pump did not alarm, but rather they saw the bag was empty and knew it was too soon for the infusion to be completed. "

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
"It was reported that there was an over infusion of cetuximab. Nursing reports that the bag ran dry almost exactly 100ml early and stated that the pump was programmed correctly. They were unsure where the error occurred, whether it be 100ml that was accidentally used in another bag by mistake or if it was a pump error. This was reported to bd representatives during their site visit. There was patient involvement but no harm. The following information was also provided: the infusion rate at 1422 was 205ml/hr but ran out at 1545 (it was 83 minutes but should have been 120 minutes). 70% of the anticipated dose was administered. Event occurred on 17jun2025 at 16:30. The infusion was administered on a bd secondary IV set attached to the primary flush bag that was a 250ml bag of normal saline with a bd IV set with an inline 0.2-micron filter. Rn stated that the pump did not alarm, but rather they saw the bag was empty and knew it was too soon for the infusion to be completed. "